Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The primary procedure was preformed by dr. (B)(6) on (B)(6) 2014. The patient was treated with implant of a afx bifurcated stent graft and a vela suprarenal. The computerized tomography scan performed during a routine follow up visit on (B)(6) 2018, revealed a type 3a endoleak due to inadequate overlap with component separation. The type 3a endoleak was successfully treated on (B)(6) 2018, with an ovation ix main body and two ovation ix iliac limb extensions. Reportedly, the patient was doing great post operation. No additional event or patient information is available.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging: type iiia endoleak. Requests were made on 7/06/2018 and denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The physician conducted a secondary procedure to treat the patient and was completed successfully. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: common device name, model number , lot # , expiration date, device manufacture date.